Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8 inr. The corresponding lab result reported was 4.8 inr. The patient's coumadin was held. The device was replaced and requested to be returned for evaluation.